Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer alleged that the pump intermittently was not delivering insulin properly. Customer reviewed pump history. Multiple occlusion alarms were found to have occurred on (B)(6) 2019 and customer reported that "50% of the boluses delivered, 0 unit went through". No other alarms were identified that suspended insulin delivery. Customer's blood glucose (bg) level ranged from 345-552 mg/dl. Manual injections were administered to address bg. Tandem technical support reviewed pump data and found that one incidence where customer stopped bolus delivery and resumed shortly after. However, customer maintained there was a pump issue. Reportedly, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy.